Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Customer changed pump supplies to address the issue. Customer declined troubleshooting with tandem clinical support.